Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in leaked at adapter tubing junction on (B)(6) 2025 a newly opened single-use IV indwelling needle oozed from the connector after a successful puncture with a heparin cap attached, and the connector continued to ooze after the heparin cap was replaced and attached. The IV indwelling needle was immediately replaced.